Event description:
It was reported that the patient presented for in-clinic follow-up with an elevated capture threshold and pacing impedance exhibited by the right ventricular lead. No interventions were made, and the issue will continue to be monitored. There were no patient consequences.